Event description:
It was reported that the atrial lead had elevated impedances and no capture. The patient was having intermittent premature atrial co ntraction (pac) causing intrinsic p-waves to fall into refractory. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitan product: 5054, implantable pacing lead, (B)(6) 2003. (B)(4).